Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-05466. Reference MFR. Report#: 3006705815-2019-01716. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted.